Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other applicable components are: sw app 9735762 stealth s8 app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was using a depuy synthes tracker mounted driver with a medtronic instrument tracker. The instrument tracker calibration went fine an every other instrument was accurate. However, the instrument tracker was not accurate. It was inaccurate because it doubled the length of the projection. The representative put on a negative projection after calibration and during navigation, there was an anterior inaccuracy. Modifying the projection didn't help the accuracy and the surgeon did not want to re-calibrate. The site proceeded the case with the inaccuracy. There was no delay to the procedure and no impact on patient outcome.